Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: install the pipeline according to the normal process, but there is an error when starting up. No patient involvement.